Manufacturer narrative:
Concomitant medical product: 694765 lead implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, high impedance, and undefined impedance. A x-ray showed that the lead was not fully inserted into the implantable cardioverter defibrillator (ICD) header. A revision may be scheduled at a later date, but the device and lead currently remain in use. No patient complications have been reported as a result of this event.